Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted date which is february 19, 2020. The correct baxter aware date is february 04, 2020. Should additional relevant information become available, a supplemental report will be submitted.